Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed the battery compartment was cracked/damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: during investigation, a crack in the battery compartment was found alongside the pump. Corrosion was found in the battery compartment. A leak test was performed and failed due to the battery compartment crack. The pump was opened to find moisture damage inside the pump.